Manufacturer narrative:
More info and replaced part has been requested for investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the compressor did not turn on during a pre-use check. There was no pt involvement. (B)(4).